Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was explanted from the left eye one week after implant due to dislocation. A vitrectomy and iris repair were also performed during the explant procedure. A lens of the same model and diopter was used as a replacement, and the patient's vision improved following surgery. In the explanting surgeon's opinion, the dislocation was likely caused by damage to the posterior capsule and/or lens placement during the implant procedure. Regarding prognosis, the patient is said to be excellent.

Manufacturer narrative:
The lens was not available for return. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined.

Event description:
Additional information received indicating the physician attempted to implant the sulcus lens into the posterior pole and a small tear occurred in the anterior capsule. The surgeon also noticed the leading haptic was bent. While the surgeon was trying to rotate the lens and straighten the haptic, the tear in the capsule radialized into the posterior capsule. Vitreous was then presented and the iol was dipping backwards. At the end of surgery the iol was anchored by one haptic in the sulcus with the rest of the iol dipping backwards. In the surgeon's opinion, the most likely caused of dislocation is damage to the posterior capsule during original lens placement.

Manufacturer narrative:
Additional information received indicating the physician attempted to implant the sulcus lens into the posterior pole and a small tear occurred in the anterior capsule. The surgeon also noticed the leading haptic was bent. While the surgeon was trying to rotate the lens and straighten the haptic, the tear in the capsule radialized into the posterior capsule. Vitreous was then presented and the iol was dipping backwards. At the end of surgery the iol was anchored by one haptic in the sulcus with the rest of the iol dipping backwards. In the surgeon's opinion, the most likely caused of dislocation is damage to the posterior capsule during original lens placement.